Event description:
Hcp reported pt presented with signs of an infection of the device pocket. This includes pocket was not closed. Cultues were obtained and staphylococcus was the organisum cultured. The pt was treated with device system explant and wound care for 6 months. The device was not returned to the MFR for analysis.